Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for low, out of range hv lead impedance. Lead was capped and replaced on (B)(6) 2016 due to fracture. No adverse events were reported, and patient condition was good.

Event description:
New information received notes that the lead was explanted and replaced. The patient was stable after the procedure.